Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a loss of connection between the transmitter and smart device. No injury or medical intervention was reported. Data was provided for evaluation. Data was reviewed on 09/16/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.